Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported during a total shoulder by a sales representative via sems that an ar-601-tbd8 tibial bearing trial was broken when the doctor was extracting it from the patient. This occurred during a total shoulder procedure. All was retrieved. No harm to the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-01pp was received for investigation. Visual inspection identified that the central post had broken off of the trial, and was not returned for analysis. Damage was present to the outer diameter of the trial body. It was noted that the device was manufactured prior to the implementation of eco-13424, where a pin was added to the central peg. The cause remains undetermined, although a probable cause is attributed to damage incurred during the removal process.